Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient presented with high impedances and thought that stimulation changed. The impedances were tested and were found to be high, however the patient reported that the therapy was on and appropriate coverage. The patient walked around the clinic and the pocket was palpated to ensure no changes in therapy occurred.; none were present. The patient was advised to continue use of the device and to follow-up if changes persisted or therapy was lost. No external factors were noted. The issue was resolved. No further complications were reported or anticipated. No symptoms were reported.